Event description:
Healthcare professional reported left side pain caused by rupture of the breast implant. Device has explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: underweight and missing total of the shell and patch. A visual and microscopic analysis was performed which identified: device appearance (only a small amount of gel was received, so an assessment of the device cannot be provided). Based on the device analysis the final assessment is: a missing total of the shell and patch (100%) assessed as inconclusive.

Event description:
Healthcare professional reported left side pain caused by rupture of the breast implant. Device has explanted.